Event description:
It was reported that during the implant procedure, there was a decrease in right ventricular (rv) lead impedance. The rv lead was positioned at the apex. The measurements taken indicated there was impossible threshold measurement and capturing only at high outputs. It was noted there was a possible rv lead perforation but there was no decrease in blood pressure and no abnormality in echocardiogram. The next morning, the lead was revised and placed in the septum. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID c3tr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 439688 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).